Event description:
During a review of programming history, available in house, a programming anomaly was observed. On (B)(6) 2007 the patient's generator was interrogated and found to be at settings indicative of an interrupted system diagnostic test. It is unclear from the available history when this interrupted test occurred; however the patient's settings were corrected during the programming session on (B)(6) 2007

Manufacturer narrative:
Analysis of programming history.